Event description:
The revolve autologous fat grafting system was in use during a breast procedure and the "flange" on the tip of the suction tubing became separated from the tubing. This piece allows the tubing to securely attach to the revolve canister and the other end connects to the liposuction machine so the irrigation fluid can be sucked out of the revolve kit. Without the secure connection to the revolve canister, the fluid cannot be appropriately removed. This resulted in the processed fat being a bit "wetter" than usual. Upon closer inspection, the flange on the other end of the tubing was also easily separated. According to the pa, this has happened approximately 6 times over the last few months, usually close enough to the end of the fat processing for the fat to be useable.